Event description:
The core impaction drill was sent for evaluation because it overheated during testing prior to a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
Although overheating was not duplicated during quality evaluation, the device was found to have a rough rotation, and wide spread corrosion damage was noted within the internal components of the device.